Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device, pcf-hq190l, displayed an e216 scope communication error message; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. This event was incorrectly reported for the subject device, pcf-hq190l. However, it was correctly reported on medwatch 3002808148-2023-09011 (patient identifier (B)(6) for model cv-190.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e216 scope communication error message. Multiple scopes had displayed the error message when connected to the video system. There were no reports of patient or user harm associated with this event.